Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised after patient complaint of pain. X-rays show that the axle had broken. This is the second time the axle has broken in this patient. The axle and rotating hinge are available for return.

Manufacturer narrative:
An event regarding crack/fracture of a mrh axle was reported. The event was confirmed. Method & results: device evaluation and results: material analysis indicates that the axle fractured in fatigue. It was noted that the fracture origin was located at or near a laser marking. Eds showed the axle to be consistent with astm f1537. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. Medical records received and evaluation: the combination of a high but still physiological loading condition after a large femoral segmental resection in combination with incipient baseplate failure plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the knee device with fatigue failure as end point requiring revision surgery with exchange of the hinge section of the mrh construct. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: medical review has indicated that the combination of a high but still physiological loading condition after a large femoral segmental resection in combination with incipient baseplate failure plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the knee device with fatigue failure as end point requiring revision surgery with exchange of the hinge section of the mrh construct. Material analysis indicates that the axle fractured in fatigue. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised after patient complaint of pain. X-rays show that the axle had broken. This is the second time the axle has broken in this patient. The axle and rotating hinge are available for return. This tibial implant-bone interface is at the verge of failure. There is not yet gross loosening although there are clearly radiolucent lines visible with demarcation below the baseplate to indicate instability between device and bone.